Event description:
The suspected problem was that the battery was at elective replacement time and it appears that the programming "reverted" to a prior programming due to the low battery response on the following careweb note: "on interrogation of device, battery status is at elective replacement indication. The ventricular lead that sensing at 8 to 11 mv, a threshold 2.75 v at 0.4 milliseconds and an impedance of 1129 ohms."final programming of the device, vvi is 65. It is possible that the device has reverted to this programming because of said elective replacement indication. We will have to try and obtain the patient's outside records to see what the original programming was."